Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinus infection," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the non device related event of "sinus infection" two months after a subject was injected in the temples with juvéderm® voluma¿ xc. Treatment is noted as ¿augmentin 875/125mg." Event has resolved a week after onset.